Event description:
It was also reported that the lead had a fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7232cx implantable cardioverter defibrillator, (B)(6) 2006. (B)(4).